Event description:
It was reported that the patient had the system explanted due to not being able to move or feel his left leg. Patient had a hematoma and ipg was sitting on top of the patient's spinal cord. Reportedly, after the system was explanted, feeling and movement improved.

Manufacturer narrative:
Date of the event is estimated.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.